Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer¿s blood glucose level was 235 mg/dl at the time of the incident. The customer reported that there was sensor failure and change sensor alarms. Customer does not report consecutive change sensor alerts with different sensors. Customer did not receive a change sensor alert after a calibration not accepted. The customer stated starting this afternoon at work, he had message that was calibrating for about 3-4 hours. The customer declined high blood glucose troubleshooting. The customer stated his most recent blood glucose was 45 mg/dl and was running low but also declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.